Event description:
Radiologist reading from pacs noticed that 2 MRI scans in a series were missing from a pt. The MRI series was resent and again 2 scans were missing at the pacs. The next pt (pt 2) was scanned and MRI images were sent to the pacs. When read this pt had additional scans from first pt.